Manufacturer narrative:
(B)(6). Our field service engineer (fse) investigated the compressor mini on site was able to confirm that the fuses were blown and melted into the mains inlet. The fse replaced the damaged parts and verified that the unit was, once repaired, operating correctly. No parts was returned for further investigation. Earlier investigations determined that the cause could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used for cleaning the device (by spraying) causing corrosion and as a second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and decrease the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5,000 operating hours. It includes a visual inspection and preventive cleaning of dust in the mains inlet. The true cause for why the fuses blew in this case has not been determined from this investigation, as a result of the lack of goods provided.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor has no power. There was no patient involvement. (B)(4).